Manufacturer narrative:
Batch review performed on 07.12.2021. Lot 124111: (B)(4) items manufactured and released on 14-jan-2013. Expiration date: 2017-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 2017. Clinical evaluation performed by medical affairs director: 8.5 years after primary cementless tha, the stem is exchanged mainly because the limb is shorter. Reportedly, the patient suffered a fall 5 years before revision surgery, with fracture of the femour, and this likely caused stem subsidence and initial loosening. No reason to suspect a faulty device at the origin of this adverse event.

Event description:
At 8 years and 5 months after the primary surgery, revision surgery was performed. The patient had a fall around 2016 and nobody noticed that probably had a fracture in the femur, which may have caused the subsidence of the stem.